Event description:
This (B)(6) year old female was undergoing a shoulder reconstruction and rotator cuff repair. During the procedure, the tip of the scorpion needle broke inside the right shoulder of the patient. The surgeon was able to retrieve the remaining tip of the needle. No harm to the patient. Needle pieces were sequestered for the vendor/manufacturer. FDA safety report ID # (B)(4).